Manufacturer narrative:
Corrected data: in review it was noted that the incorrect unique identifier (UDI#) was inadvertently entered in the initial MDR report. The UDI has been corrected in this supplemental report and the following field was updated: section d4. Unique identifier (UDI#): (B)(4). Section d10. Device available for evaluation? Yes; returned to manufacturer on: 11/12/2020 section h3. Device returned to manufacturer? Yes device evaluation: four emeraldc30 cartridges were received at the manufacturing site. Visual inspection using magnification was performed to the returned sample: all cartridges returned sealed and unused. No damaged was observed to all units. The complaint issue reported was not verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or non-conformity report found in the manufacturing record review (mrr) related to this complaint. The units were manufactured and released according to specifications. A search in complaint system revealed two additional complaint folders for this production order number which one is an unrelated issue and the other one, no product quality deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician noticed the tip of the cartridge had been distorted and looked as if it had been heated. It was indicated that the physician noticed the deformed tip issue during the lens insertion and used the cartridge as it was. The cartridge tip damage issue was reported with 3 cartridges. Out of three patients, one reported to have an internal valve insufficiency (internal corneal flap) shortly after the procedure using the cartridge with the deformed tip, but one-day post-op examination, it was revealed that there was no problem with the patient. The account indicated that the event occurred because the incision had not closed well after the procedure. There was no patient injury reported. This MDR report pertains to the event on one patient with the reported wound dehiscence issue. The reported cartridge tip damage issues with the other two cartridges will be captured the voluntary malfunction summary reporting (vmsr).